Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was duplicated. Further investigation found a damaged(detaches) downstream occlusion (dso) seal. The dso seal will be replaced, and the device must pass all tests before being shipped to the customer.

Event description:
The customer returned the product for an issue with battery compartment, during device analysis, a detached downstream occlusion seal was identified. There was no reported patient involvement.